Event description:
Lap gastric band: "dr (B)(6) were performing a lap gastric band. Operating room tech was lorena wiece. Dr (B)(6) inserted the lap band into the cannula, into the abdomen and the septum was dislodged and found inside the pt. Dr (B)(6): "we normally fold the tubing and insert the tubing into the abdomen, through the trocar on this band" the brand is/was allergan. Unable to retrieve sample used in procedure, (B)(4) is holding specimen. Lot numbers listed is lot number on similar devices in trocar bin. Picture included as attachment."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.